Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had a slight yellow brown discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that one side of the hinge was detached from the device. Root cause description: a potential root cause for this failure could have been due to the glue that was holding the hinge had come off which would have caused the hinge to break off.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. The customer does not have additional patient information. The patient's weight and race/ethnicity information was requested, but they do not have that information available. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the hinge broke off from a silent nite gl hinge sleep device. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient discontinued using the device and the device was replaced with a product similar to the complaint product and no medical and or surgical procedures were required.